Event description:
It was reported in a service report the buckle of the restraint strap caught between the frame and the wheel causing the caster assembly to break. No adverse consequences alleged.

Manufacturer narrative:
The operations manual states, the user should ensure the restraint straps do not interfere with cot operation.